Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion. No adverse effects to patient reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed the returned samples consist of two hundred and seventeen. Set products the samples were received in new conditions and with their original unopened packaging. Customer?s reported issue was not confirmed. No leaks were detected or other discrepancies. The root cause of the reported issue was not determined. Actions taken to mitigate the reported. No corrective action was taken since the complaint was not confirmed. Production personnel performs a 100% visual inspection using a magnifying lamp in order to verify that the joins of the filter. Production performs a leak and pull test to four units at shift start up, the end of every shift, the beginning of every job, the end of every job; a new lot of materials and components or equipment adjustment. Quality personnel takes a sample of fifteen units every two hours, prior to placing product in bag, in order to verify that filters following the required criteria.